Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer called to report son's lancet protruded beyond the end cap of a properly seated lancet. No injury reported. Lancing device was discarded, unable to get lot number. No adverse event alleged.